Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm, "check vent: cpu pcba adc failed", occurred. It was reported there was no patient involvement at the time the issue was discovered. A philips authorized service provider (asp) went onsite and replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.